Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that following the implant procedure it was noted that the device was on ventricular safety pacing and there was no atrial capture. An x-ray revealed that the right atrial (ra) lead had dislodged. The pocket was reopened and the lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.